Manufacturer narrative:
The device was received for evaluation. The reported problem 'had an issue: does not sense closed door' was confirmed during the event history log (ehl) review. During functional testing, 'had an issue: does not sense closed door' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a faulty upper latch switch. The upper aux requires replacement to address this issue. The device malfunction may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not sense closed door during testing at the biomedical service department. There was no patient involvement. No additional information is available.